Manufacturer narrative:
Insulin pump passed displacement test, operating currents, selftest and off no power test. No blank display noted. No frozen screen. Unit received with minor scratched display window. Unit received cracked case at display window corner. Unit received with cracked battery tube threads. Unit received with cracked reservoir tube lip. (B)(4).

Event description:
It was reported via phone call, that the customer's insulin pump had a blank display. Customer's blood glucose level at the time was unknown. However, blood glucose levels over 500 mg/dl were reported. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.